Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown hook plate. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, muramatsu, k., shigetomi, m., matsunaga, t., murata, y. And taguchi, t. (2007). Use of the ao hook-plate for treatment of unstable fractures of the distal clavicle. Arch orthop trauma surg, 127, 191-194. The authors reported the operative procedure and clinical results obtained with the use of the internal fixative implant, the arbeitsgemeinschaft für osteosynthesefragen (ao) clavicle hook-plate, for the treatment of distal clavicle unstable fractures. Fifteen patients, 13 males and two females with an average age of 47 years (range 20-71), were treated from june 2003 to october 2004. Mean follow-up period was 15.5 months. Assessment tools included plain radiographs and functional shoulder recovery. Results included: hook migration into the acromion of 13 patients. Twelve cases underwent removal of the hook plate; one patient refused removal of the implant. All fractures eventually achieved bony union within four months after surgery. Clinical results were reported as: excellent. This is report 3 of 13 for (B)(4). This report is for an unknown hook-plate and refers to serious injury/reportable malfunction in case (B)(4), a (B)(6) male who experienced severe hook migration. Implant was removed at four months.